Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was received on the right ventricular (rv) lead due to sensing integrity counter (sic) and high rate non-sustained episodes. Impedances were also high. The lead was confirmed to be fractured, and was capped and replaced. No patient complications have been reported as a result of this event.